Event description:
It was reported that on (B)(6) 2010, the patient underwent a t12-l4 spinal fusion using rhbmp-2/acs. At an unknown time postop, the patient experienced unspecified injuries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.